Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported urinary incontinence and improperly sized cuff are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The suspected cause of the incontinence was that the initial cuff size was too large. A surgical procedure was performed to undersize the cuff from 5.0 cm to 4.5 cm. No additional patient complications were reported.